Event description:
A 69-year-old male with a history of hypertension and diabetes was diagnosed with hepatocellular carcinoma (hcc) and had not received prior treatment. He underwent histotripsy on (B)(6) 2025, targeting a single lesion in segment v (ptv: 33.5 mm³), with a maximum diameter of 4 cm. His baseline creatinine level was 0.99 mg/dl (measured on february 5), and immediately post was 1.75 mg/dl, which increased over the course of 5 days to 5.9 mg/dl. Following the procedure, the patient remained in the post-anesthesia care unit (pacu) and was admitted for pain and dark urine, with suspected acute renal failure. Nephrology performed a kidney biopsy within 24 hours of admission, revealing low complement c4 levels and elevated rheumatoid factor, leading to a diagnosis of cryoglobulinemia. Findings were consistent with a combination of hyperglobulinemia. Platelet count declined from 100,000 to 50,000. The patient was suspected to have had a urinary tract infection (uti) prior to treatment but remained able to urinate without a catheter. He was never oligouric. Dialysis was initiated when creatinine reached 6 mg/dl. He was discharged on march 16 but continues outpatient dialysis, which is expected to be required for approximately one month. The patient's renal function is improving. Given the patient's complex history, there are several factors which could have contributed to the acute renal failure. This MDR is being submitted out of an abundance of caution since the patient received a histotripsy treatment to the liver prior to the renal event. No device malfunctions or other noteworthy events occurred during the case.

Manufacturer narrative:
No device malfunction was reported by the user.